Event description:
Additional information was received from a healthcare provider contacted the company representative as the patient presented this last weekend at the ed (emergency department), either (B)(6) or (B)(6), with increased spasticity and the patient¿s pump had a stall. There were no other stalls and the pump did recover, (time stamps of these events were unknown) however the reporter stated that this patient has the newest technology and they assumed that the stall was due to emi. They are monitoring the patient for now since they assumed the stall was environmental. The pump was used to deliver baclofen 2000mcg/ml at what the reporter thought was 100mcg/day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from health care professional (hcp) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implanted infusion pump. It was reported that patient was admitted to the hospital after critical alarm went off. At the pump interrogation, a motor stall was reported on the logs. It was mentioned that the motor stall was recovered before the patient was admitted to the hospital. Motor stall recovered after approximately 30 minutes. It was mentioned that patient did not report any return of symptoms. No MRI, no magnets were close to the patient. After checking, the pump does not belong to the latest fa. After talking with the physician, it was apparent that no magnets were close to the patient when the patient heard the critical alarm to go off. A rep was requested to go on site to start investigation.

Event description:
Additional information received reported that the motor stall occurred may 29th and the cause for the motor stall was not determined. The actions and interventions taken to resolve the motor stall was the patient was sent home and was being monitored.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.